Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The analysis revealed the lead had been stretched.

Event description:
It was reported that during the implant procedure, the lead appeared damaged/bent out of shape. The device was not implanted. No patient complications have been reported as a result of this event.